Manufacturer narrative:
The affected device yc-1800; sn (B)(4) was returned to the nidek on (B)(6) 2015. The device was tested and evaluated by the nidek service engineer (se). The treatment output energies were tested and verified and were within the specifications. Focus and alignment of the yag and aiming beam were checked and were within specifications. Focus shift was checked and was okay. Optical breakdown was within specifications. The device was within specifications and no failure was found. The device was calibrated and tested for proper operation.

Event description:
Nidek inc received a complaint from a customer on (B)(6) 2015 regarding yc-1800 sn (B)(4). Customer sent in a letter with yc-1800 recall notification. Customer complaint about two recurring problems associated with the yc-1800. The first is that the laser fires blanks and the second is lens pitting. Doctor explained about the firing blanks as when he pressed the trigger to fire the laser he heard a typical clicking sound but did not see any energy delivered and no change to the capsule, lens or no gas bubble formation. According to the customer he informed this issue to one of the nidek representatives at one of the (B)(6) meetings. The laser was exchanged soon after that. The problem was better for a while, but they had the same problem with the second laser. Nidek representative suggested the doctor to increase the energy of the laser to avoid the problem of firing blanks. This seemed to help that problem, but increased the risk of lens pitting. Doctor also informed that he has received a notification letter regarding the yc-1800 recall and has reread the operator's manual and followed the procedures. This did seem to help slightly with the problem of lens pitting, but has not resolved it and the problem of firing blanks is still there. No injury was reported at this time.

Manufacturer narrative:
The affected device has not been returned to nidek. The evaluation has not done yet so the results of evaluation are not available. Nidek contacted the facility and talked to the doctor regarding the letter he sent in with the recall notice. Doctor reported that there is no patient injury and no surgical treatments needed to repair any injury. Nidek confirmed that there is no confirmed incidence of pitting lens at this time. Doctor mentioned that the reason to report a complaint was that he was dissatisfied as a physician as his laser was not treating as it should. Nidek will submit the follow up report if additional significant information is received at a later date after the evaluation. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.